Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited inappropriate magnet response episodes. No intervention or patient symptoms were reported. The patient would be monitored. No further information could be obtained.